Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare professional with supplemental information by a physician from (B)(6) of fatal sepsis and fatal peritonitis coincident with extraneal therapy. On an unreported date, the patient began treatment with extraneal viaflex (2l, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported whether extraneal was ongoing at the time of the patient's death. On (B)(6) 2012, it was reported that the patient died. It was not reported whether an autopsy was performed. Follow-up information ((B)(4) 2012) on an unreported date the patient experienced sepsis and peritonitis. On (B)(6) 2012, it was reported that the patient died. It was not reported whether the patient was hospitalized or received remedial treatment. The cause of death was sepsis and peritonitis. The reporter declined to provide further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, suspect medical device info is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).this report of peritonitis and patient death was not confirmed. There was no device malfunction or use error identified. The assigable cause was undetermined.